Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab, the catheter was being inserted into the pts' left femoral; initial attempt difficult to obtain fiberoptix sensor (fos) signal and zero. After 5-10 attempts, the fos signal and zero was obtained. The pt was transferred to the bed without issue. When the pt was rolled down the hall, without kinks or taut wires, the fos signal was lost. After arrival to the operating room, multiple attempts were made to acquire fos signal with no success. The intra-aortic balloon pump (iabp) was used on the transducer signal to complete the procedure. Therapy was delayed 20 to 45 minutes. There was no pt death and the pt is progressing toward home. It was noted the console was sent to quality control.